Manufacturer narrative:
(B) (4). (B) (4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.

Event description:
The customer reported that the instrument did not seal and cut correctly during a laparoscopic sigma resection. An endtone, signaling a completed seal, was heard. Minor bleeding did occur. Another ls1500 was used to complete the procedure. There was no pt injury.